Event description:
A customer reported that the insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the customer loading a new cartridge, and they were advised they could access an in-app resource for guidance on the cartridge fill and load process. The customer was also advised to call back for troubleshooting if the issue recurs, which was acknowledged by them.